Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an illuminator source issue and problem with the touchscreen. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported events. However, the table top illuminator was replaced with an auxiliary illuminator (temporarily), and servicing is currently pending. The system was manufactured on december 14, 2010. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause cannot be determined conclusively. (B)(4).